Event description:
The manufacturer received information alleging a inlet filter blocked alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint wasn't duplicated. However, during testing the ventilation volume was low which shows the flow volume was measured inaccurately. This inaccurate measurement could have caused a inlet filter blocked alarm to occur. The device's flow sensor was replaced to address the issue.